Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is in-progress. All information reasonably known as of 01nov2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
It was reported that a physician performed a cool radio frequency of the knee and stated the patient had a subcutaneous wound where he performed lesioning the inferior genicular nerve. Additional information was provided on the same day that states the representative and the clinical educator were present during the case. He stated the generator used was his own and he would email the probe information. The grounding pad used was a halyard pad. A call was received from the physician who stated the device did not exhibit any alerts or error messages. The physician was unable to quantify if the burn was a 1st, 2nd,or 3rd degree burn. He stated he is no longer following the patient. The patient is currently using silvadene on the wound and has not reported receiving further treatment for the wound currently. The patient is seeking a plastic surgeon. No additional information was provided.

Manufacturer narrative:
This event is not due to a product failure, but is due to the probe being placed too superficially or not enough tissue at the lesion site, so no DHR evaluation will be conducted. The IFU for the coolief cooled rf kit includes a warning for localized skin burns "if rf lesion site has insufficient subcutaneous tissue (<15mm)." All information reasonably known as of 14dec2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).